Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-apr-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine ( 20 mg/ml at .125 mg/day) and bupivacaine (9 mg/ml at .0562 mg/day) via an implantable infusion pump. It was reported that since the last refill on (B)(6) 2020 the patient had been feeling off. The patient had cold feet, shivers, fever (>100), irregular blood pressure and experienced intense groin pain. It was noted that the patient was kicked by a bull and the symptoms worsened. A dye study was attempted and the catheter was unable to aspirated. A revision was planned.